Manufacturer narrative:
The device history record could not be reviewed because the consumer did not provide lot code info. Samples were not returned for investigation.

Event description:
Consumer stated tip of tampon broke off during removal. She thought she removed what remained inside her but one week later, she noticed an odor and developed cramping. Doctor removed remaining tampon piece and gave her cream for burning and discharge and an antibiotic.